Event description:
It was reported that upon interrogation, an alert was found for max charge time reached. The patient notifier was turned on and a capacitor maintenance charge was performed. The doctor felt that the battery was depleting rapidly. Per ts, the data is consistent with battery decrease due to large number of charges, however, this could not be confirmed. Patient later expired due to natural causes. Device was not explanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.